Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a patient with severe aortic stenosis and sievers type 1 bicuspid valve, a pre-implant dilation was performed using a 22 mm zmed balloon. Left ventricular outflow tract (lvot) calcium was noted, therefore the team elected to use a smaller diameter balloon. The valve load was verified visually, tactilely and using fluoroscopy. No crown overlap was noted. During the first deployment attempt, the valve depth was high on the non-coronary cusp (ncc) at approx. 0 mm in the cusp overlap view. The team performed a full recapture. The valve was re-deployed, and at 80 % deployed in the cusp overlap view, an infold was discerned as the valve did not appear fully expanded. The valve was at a depth of 2-3 mm on the ncc at this time. The valve was recaptured and removed from the body. The valve and delivery catheter system (dcs) were replaced. The replacement implant was successful, with no infolding noted. Per the physician, the patient¿s bicuspid valve and severe calcification in the annulus and left ventricular outflow tract (lvot) contributed to the infold. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evprop34us (lot: 0010498417); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.